Manufacturer narrative:
On (B)(6) 2018. On (B)(4) 2019. No phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the unit declared an alarm that could not be silenced. The device was in use at the time of the event; however, there was no patient harm. The event date was not specified; estimate used.

Manufacturer narrative:
Report date: 23jan2019. Date rec'd by MFR: 17jan2019. The manufacturer's field service engineer (fse) attempted to perform remote troubleshooting; however, the customer declined. The customer was advised to remove the device from service pending further troubleshooting. Multiple unsuccessful attempts were made to follow up with the customer to perform troubleshooting; however, no additional information was provided. No parts were returned to philips for analysis, therefore, a root cause could not be established. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.